Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had broken spring. A field service engineer (fse) removed the back cover to check and confirmed that the inspection magnet was intact. The fse then logged into the hardware test application (hta) and found that the latch sensor was not detecting when the drawer was closed. After removing the drawer, a broken spring was found on the solenoid plunger. The spring was replaced, and the device was restarted. Upon startup, drawer 5 was not detected on the bus, so the station was powered down and the pyxibus cable was reseated. Then fse tested and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to stay closed and did not pop open when the customer attempted to recover it. The customer restarted the machine twice and retried recovery, but the issue persisted. The customer opened the back of the unit to check for any visible issues but did not observe anything. This drawer contained all of one pain medication for the unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.